Manufacturer narrative:
Date of report: 5/11/2021.

Event description:
The biomedical engineer (bme) reported the ventilator was on a patient and the unit started to display high rate and high volume alarms. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator and no additional patient harm was reported. The customer spoke with a remote service engineer (rse) and reviewed the error logs which showed entries for high inspiratory pressure and high rate. The rse advised the customer to complete the v60 pneumatics performance verification testing. The customer performed the pneumatics performance verification testing and all tests passed. The ventilator has been returned to service.